Event description:
Pt alleged that device's piston rod is telescoping (device delivered a stream of insulin during prime -telescoping prime). Pt is visually impaired and reports that device generated an error message, but pt is unable to verify which error message was generated. Pt's blood glucose was not affected, and no treatment was received. Pt will switch to insulin injection therapy.